Manufacturer narrative:
The additional imaging evaluation performed by a clinical imaging specialist showed the following: cta dated (B)(6) 2021 shows the following: both contralateral leg devices are without compression. Cta dated (B)(6) 2024 shows the following: there is thrombus of similar density to the aneurysmal sac within the proximal device. The distal device is compressed with decreased contrast flow. Cta dated (B)(6) 2024 shows the following: there is a decrease of thrombus within the proximal device. The distal device has less compression with increased contrast flow post reintervention.

Event description:
On (B)(6) 2021, this patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis. Reportedly, two contralateral leg components were implanted in the right side. The procedure was completed without any issue. On (B)(6) 2023, a stenosis on the right leg was observed. Reportedly, the distally implanted contralateral leg component was compressed due to thrombus formation between the two contralateral leg components, that resulting the stenosis. However, because there was no endoleak or aneurysm enlargement, the physician elected monitor it. On (B)(6) 2024, the progression of stenosis on the distally implanted contralateral leg component and thrombotic occlusion of the proximally implanted contralateral leg component were confirmed on the computed tomography(CT) imaging. A reintervention was performed, two additional stent grafts were placed from the contralateral gate level down to the right external iliac artery. The patient tolerated the procedure.

Manufacturer narrative:
H3: code "other" was selected as the medical device remains implanted. Return not possible. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. The imaging evaluation performed by a clinical imaging specialist showed the following: four images were provided with annotated dates. The first image shows both devices without compression. The second and third image show increasing compression with decreased contrast flow in one of the devices. The fourth image shows a decrease in compression with increased contrast flow. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention or additional intraoperative procedure time include, but are not limited to: occlusion w. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention or additional intraoperative procedure time include but are not limited to stenosis of device or native vessel and occlusion of device or native vessel. Users are made aware of the risks associated with stenosis and occlusion in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. H6: select code d12 and update additional manufacturer narrative